Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn2726 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was diagnosed with lung cancer on (B)(6) 2018. Solo single-lumen catheter was placed with ultrasound-guided sedinger technique in the right femoral vein with the insertion length of 52 cm and exposed of 3 cm. The tip of the catheter was located in the inferior vena cava. The catheter was with an extrusion for 6 cm during being with the catheter after discharged from the hospital. When the patient returned to the hospital for treatment on (B)(6), it was reported seepage was found at the puncture site. It was stated the nurse tried to pull out the catheter for about 2 cm and it was found that there was pin hole leakage at the 11 cm mark. The catheter was removed because it could not be trimmed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fracture in the catheter is confirmed and appears to be use related. One 4 fr single lumen powerpicc solo catheter was returned for investigation. Usage residue was observed throughout the sample. Microscopic observation revealed a horizontal split between the 11 and 12 cm depth marker. The break surfaces were observed partially bonded across the split. Evidence of material buckling was present at the split edges. The evidence of buckling and orientation of the split surfaces are consistent with damage caused by flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. One of the precautions in the IFU states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recn2726 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was diagnosed with lung cancer on (B)(6) 2018. Solo single-lumen catheter was placed with ultrasound-guided sedinger technique in the right femoral vein with the insertion length of 52 cm and exposed of 3 cm. The tip of the catheter was located in the inferior vena cava. The catheter was with an extrusion for 6 cm during being with the catheter after discharged from the hospital. When the patient returned to the hospital for treatment on (B)(6), it was reported seepage was found at the puncture site. It was stated the nurse tried to pull out the catheter for about 2 cm and it was found that there was pin hole leakage at the 11 cm mark. The catheter was removed because it could not be trimmed.